Manufacturer narrative:
Ni

Event description:
Report received indicated that during a percutaneous transluminal angioplasty, the stent delivery sys (sds) failed to cross a tightly stenosed iliac lesion. It was reported that one of the stent struts got caught and bent. Another sds was use to end procedure successfully. There was no adverse consequence to the pt. This prod will be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.